Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was having intermittently problems. The device was being used during knee surgery, but there was no injury or medical intervention. It is unk if there was a delay in surgery. There was no add'l info provided.